Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The right ventricular (rv) and right atrial (ra) pacing impedance measurements had also increased, but there were no out of range measurements noted. Programming and troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that tests were performed numerous times which concluded the cause of the issues was physiologic. The rv pacing impedance measurements were not out of range. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.